Event description:
User experienced continued water leak coming from analyzer onto the floor. No one has been hurt and no results impacted. The field service representative determined the cause to be a defective float switch and replaced the internal water pump as well as the float switch. Performance tests were performed.